Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump seemed to be running down on batteries quickly and it had a blank display. The insulin pump counted and reset itself but it alarmed failed battery test. Customer's blood glucose level was 62 mg/dl. The device was not returned.